Event description:
Pt was 5 days status post open prostatectomy. While md attempted to remove drain, the drain fractured resulting in retained portion of drain remaining in pt's abdomen, confirmed by kub. This resulted in pt's return to surgery for removal of retained drain segment and wound exploration. There was no suture noted through the drain by the md. The drain was wedged securely between 2 sutures. It was concluded that the pressure used to remove the drain was not enough to cause the drain to fracture; therefore, the possibility of a defective drain could not be ruled out.